Manufacturer narrative:
Device evaluation: the customer provided 2 photos and the photos were evaluated by a sme (subject matter expert). The pictures show a pseudophakic eye, implanted with a tecnis 1-piece iol with simplicity delivery system model dcb00. It can be observed a linear mark/scratch of approximately 0.5 mm and located near to the center of the lens optical zone. No further evaluation was performed. The root cause of the reported event as well as its potential clinical impact cannot be determined. Conclusion: as a result of the investigation the relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section h3 was inadvertently not selected as "no" answer and section h3-other (81) was inadvertently not populated. Additionally, in reviewing the supplemental MDR, it was noticed that section h3 was inadvertently not populated as "yes". Therefore, it is captured in this supplemental filing. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Model number: unknown, as the serial number was not provided. Only provided as dcb00. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had small defects like bubbles being visible on the optic of the iol and a small linear mark visible on the iol. No other information was provided.

Manufacturer narrative:
Additional information: further information was provided and reported the iol with opacity was visible on the iol. The iol was implanted and remains implanted. The patient can still see well. No other information was provided. The following sections have been updated accordingly: section d6a: if implanted; give date: (B)(6) 2023. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.